Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that one of the concerto coils would not detach. The instant detacher was utilized for the first attempt and a non-detachment was noted. It was then determined the hypotube was broken at the hypotube break indicator line and the filament was pulled. A persistent non-detachment was noted. The physician attempted to detach the coil with the instant detacher 3 times. There was a manual attempt at detachment via hypotube. The manual method was attempted 2 times. In addition, it was noted a second concerto coil would not advance out of the introducer sheath. The devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was being treated for a bone tumor devascularization. Ancillary devices include: a boston scientific trueselect .021".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to coil non-detachment, there were no issues perceived. No pushwire damage was observed after removal from the patient. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
H3: the concerto coil was returned for analysis within a shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the concerto implant coil was returned within the introducer sheath. The concerto coil was found to be inverted within the introducer sheath with the wavelock at the distal end. No damages or irregularities were found with the introducer sheath. The actuator interface was securely attached to the coupler tube. There was no evidence of mechanical detachment using an instant detacher at this location. The concerto pushwire was broken at break indicator and retained by release wire. In addition, the concerto pushwire was broken at ~6.2cm from proximal end and retained by release wire this is indicative that a manual detachment was attempted at this location. Bents were found on the pusher at ~19.5cm and ~77.3cm from the proximal end. The coin was found to be pulled back from the lumen stop; with the shield coil present and not damaged. The lumen stop was found to be visually acceptable. The implant coil was already detached and was found damaged within introducer sheath. No other anomalies were observed. Testing/analysis: the coil could not be pulled out of the introducer sheath as it was found to be stuck. Under microscope, the jacket was removed to gain access to the lumen stop. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be within specification. The retainer ring inner diameter (ID) was measured to be within specification. Conclusion: based on the analysis performed, the customer report of ¿non-detachment¿ could not be confirmed as the pushwire was returned with the implant coil already detached. In addition, as the pusher was returned and was damaged, however, the cause cannot be determined. Based on the returned device, the pusher was found bent, indicative of either high tortuosity, resistance when advancing the device, or damage during return shipping to medtronic for analysis. There was no malfunction of the device or non-conformance to specification identified that led to the non-detachment. Since the instant detacher was not returned, any contribution of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.